Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately 20 days later, CT scan revealed that the thrombus was extending from the bilateral femoral veins to the level of the ivc filter. Following year, it was observed that the filter is heavily tilted. Approximately 20 days later, CT scan revealed that the thrombus was extending from the bilateral femoral veins to the level of the ivc filter. Following year, it was observed that the filter is heavily tilted. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for filter retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.